Event description:
It was reported that the fiber broke from the base, and the debris shield burnt. The procedure was completed with another device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.